Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was received; severed 42 millimeters (mm) from the terminal end. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection revealed no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported noise.

Event description:
It was reported that this patient experienced shortness of breath (sob) and tiredness. The physician optimized the patient's device programming. In addition, the right atrial (ra) lead exhibited noise. Subsequently, a revision procedure was performed. The ra lead was electrically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient experienced shortness of breath (sob) and tiredness. The physician optimized the patient's device programming. In addition, the right atrial (ra) lead exhibited noise. Subsequently, a revision procedure was performed. The ra lead was electrically abandoned and replaced. No additional adverse patient effects were reported.